Event description:
It was reported that a patient underwent a spinal surgery and a procedure on the spinal nerves on (B)(6) 2012 and a topical skin adhesive was used on the cervical spine site and then spread with the surgeon's hand with a surgical glove. On (B)(6) 2012, the patient developed inflammation, felt itchy and exudate was coming out from the cervical spine site. The exudate was cultured and the result was negative. The wound site was opened and irrigated then geben cream was applied and gauze was placed. Antibiotics were prescribed and a drain was placed. The surgeon opined that the patient developed a reaction to the topical skin adhesive. The patient got completely well at the end of (B)(6) 2012.

Manufacturer narrative:
(B)(4): exudate; inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch clb903, batch cpb756, batch dab513, batch dbp137, batch dcb378, batch dce280, batch dep217, batch der383, batch dgb251, batch dgp388, batch dhe373, batch dkp265. This is one of three medwatches being submitted. See also medwatch 2210968-2012-01205 and 2210968-2012-01206. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion - purity testing was performed on the following possible batches and the batches met specification. Batch clb903, batch cpb756, batch dcb378, batch dce280.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. Upon visual inspection, the samples did not show any damage. The ampules were not broken, the formulation inside the vial did not show any anomaly since it is liquid and normal in color. The porous tip was normal in color. No signs of foreign matter or premature polymerization were found.